Manufacturer narrative:
Date of event: the exact event date is unknown. Implant date: the exact implant date is unknown. There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) has been experiencing incontinence after a revision surgery involving an inflatable penile prosthesis (ipp). The patient is unsure if the aus was deactivated for the ipp procedure and never reactivated. The patient has a follow up appointment with his doctor and will address his incontinence issues at that time. No further information was provided.